Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A motor stall was reported. The stall recovered after more than 2 hours. Diagnostic/troubleshooting included a dye study. The patient experienced underdose symptoms, nausea, very weak and vomiting. The pump was replaced. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine. Additional information later reported that there was no exposure to MRI or emi that the reporter knew of. The patient was indicated as doing ¿well¿.

Manufacturer narrative:
Analysis of the pump revealed gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing catheter incomplete/returned in segments. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.